Manufacturer narrative:
Initial reporter name and address: (B)(6). The subject device was received and evaluated. Device evaluation and inspection, service repair noted the following findings: during the inspection at repair center (rc), it was found that channel tube (ch-tube) was leaking. In addition, it was found that the root of the insertion section was wrinkled with several creases. Review of the device repair service history found the concerned product has not been repaired in the past year. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported that during reprocessing it was observed that the scope camera is blurry. The device was replaced and the intended procedure was completed with another device with no delay. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the device evaluation, a partial blurry image was confirmed, however, the subject was still able to be recognized. Based on the results of the investigation, the root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.